Event description:
It was reported that this electrode was replaced with a non Boston Scientific lead due to suboptimal placement at the original implant procedure. No additional adverse patient effects were reported. Product return was requested.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product investigation is still in progress. This report will be updated when product investigation is complete.